Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3. They cycled power off and on to a se 2367. They cycled power off and on to press go to start prompt. The tsr explained the alarms and the hp stated a spare supply line clamp was left open causing the se 2240 in dwell 3. The tsr explained to discard all of the supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that nights therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and she was able to resume therapy that day with manual supplies. She started over with new supplies the next day and completed therapy successfully. She had accidentally left a clamp open. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the pd nurse on (B)(6) 2012 and she was not aware of the patient having had that alarm. She would discuss the alarm with the patient the next time she see them. As far as she knows they have been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.